Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient face an infusion set cannula was not inside skin, resting on top of the skin event on (B)(6) 2024. The blood glucose level was 372 mg/dl at the time of event and the patient was treated with correction bolus via pump. The event occured within three hours of insertion. The site of insertion was at abdomen. No further information available.